Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set and cartridge tubing during the load fill tubing sequence. Customer's blood glucose level was 157 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump to address the issue.